Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed recalibration, but the master tool manipulator (mtml) did not resolve the issue. The mtm was replaced. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that a clinical sales representative (csr) informed a recurrence of the issue in which the left master tool manipulator (mtml) did not home properly. There was no report of patient involvement.